Event description:
Boston scientific received information that the patient implanted with this pacemaker was in the hospital for non cardiac issue and was pacing at the maximum sensor rate of 120 beats per minute (bpm).per boston scientific technical services (ts), the electrocardiogram equipment used for monitoring can cause signals to be oversensed by the maximum voltage sensor causing high rate pacing. There were no adverse patient effects reported. The accelerometer and monitoring voltage were turned off and pacing resumed at the lower rate limit.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.